Event description:
It was reported that the problems with temperature transmission from arctic sun device to monitor. Per follow up information received via mail on 03sep2025, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
Initial facility reporter name: klinikum bremen-mitte ggmbh station modulbau intensiv 3028 the investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the problems with temperature transmission from arctic sun device to monitor. Per follow up information received via mail on 03sep2025, device would be repaired in the hospital by crs. No patient involvement.

Manufacturer narrative:
Initial facility reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d. All available UDI information is being provided. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The initial reporter's facility name" (B)(6). The reported issue was confirmed. The root cause of the reported issue is a failed temperature out cable. Alarm 48 patient temperature out invalid present. Calibration is needed. Exchanged temperature out cable and performed a calibration. Tested the system with a simulator for the patient`s temperature. The evaluation found no other issues with the arcticsun performance. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the lot number is unknown. No additional actions are needed. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the problems with temperature transmission from arctic sun device to monitor. Per follow up information received via mail on 03sep2025, device would be repaired in the hospital by crs. No patient involvement.